Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device lot #: the customer provided lot # 10171692. This does not match the catalog number provided. Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: no samples were received for investigation of parent pr 1837826 child 1837858; however the customer has indicated that leakage was observed at the connection between the male luer of a 72504eb product and the female luer of a cair 4-way ramp product. The customer provided a photograph (appendix 1) which confirms leakage at the connection; however analysis of the photograph has not identified the likely cause of the leakage. The lot number provided by the customer does not match the 72504eb product and attempts to obtain the correct lot number were not successful. Without a sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature. Furthermore, as no viable lot number was provided to aid the investigation into this report, it has not been possible to perform a review of the production records in order to identify any possible in-process testing failures or quality deviations which may have caused or contributed to a report of this nature. Investigation conclusion: without a defective sample to examine it has not been possible to conclusively identify the root cause of the leakage experienced by the customer; however, a review of the customer advocacy feedback database indicates that this is likely an isolated occurrence as there have been no other reported faults of a similar nature received against the 72504eb product in the last 12 months. Root cause description: the details of this feedback were forwarded to the manufacturing site for review; however the root cause of the customer¿s experience could not be determined in this instance as no sample was received for investigation. Rationale: no product was returned for investigation and the root cause of the complaint was not determined, therefore there is no new product information on which to base an sa or CAPA.

Event description:
It was reported that se infusion set, 20dp flgd 15m 1ss leaked. The following information was provided by the initial reporter: device: alaris se pump mat#72504eb. Lot 10171692. There is a leak in the connection between the alaris tubing and the care ramp; this means that the child does not receive the expected amount, which can have serious consequences for the premature baby. Clinical consequences observed the child does not receive the prescribed amount, which is detrimental to his or her care. Actions undertaken: / the device will not be available for expertise.

Event description:
It was reported that se infusion set, 20dp flgd 15¿m 1ss leaked. The following information was provided by the initial reporter: device: alaris se pump mat#72504eb lot 10171692. There is a leak in the connection between the alaris tubing and the care ramp; this means that the child does not receive the expected amount, which can have serious consequences for the premature baby. Clinical consequences observed the child does not receive the prescribed amount, which is detrimental to his or her care. Actions undertaken: / the device will not be available for expertise.

Manufacturer narrative:
The device listed is not a finished medical device by bd and therefore should not have been reported. MFR# 9616066-2020-20070 is cancelled and void as a result.